Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. It was stated that battery was dead worked then fell asleep and customer woke up same issues with battery she tried 14 different batteries. It was stated that cap was not working. Customer switched cap with mothers since she was also on the insulin pump and it worked. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.